Event description:
After receiving the essure procedure implanted, I started to experience abdominal pulling and pain with a feeling of something moving around. I had exams, abdominal ultrasound and they could not find the problem. I have heavy bleeding now, as well as I was experiencing hives all over my body which I sought out an allergist. My stomach is three times in size since I had the procedure done. I have been on so many different medications since then. I don't know what to do next.